Event description:
The customer alleged a suspect positive cyclesure biological indicator (bi) after a completed cycle in the sterrad 100s sterilizer. The media seemed to have decreased after the cycle completed. The customer suspects that the ampoule was broken before processing. The bi was placed in the lower back of the chamber. The load included five dental bars and three plastic devices used for dental procedures. The bi result of the previous load is unknown and the result of the subsequent was negative. The load was not recalled and no harm or injury was reported.

Manufacturer narrative:
Concomitant devices: sterrad 100s - serial number unknown. Dental bar and plastic device for dental procedures - part and serial numbers unknown. (B)(4). The customer was requested to return the actual suspect positive bi, as well as the remainder of the unused case from which the suspect positive bi was obtained, for further investigation. Any additional information obtained will be submitted in a supplemental medwatch report.

Manufacturer narrative:
Concomitant medical devices: sterrad 100s sterilizer, cassette lot# unk. Asp investigation summary: the investigation included a review of the device history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was reviewed and found there were no ncrs that would contribute to the reported issue. The complaint history for the cyclesure bi did not reveal a trend for suspected positive bi. The service history review of the sterrad 100s sterilizer was not performed to address a positive bi. There was no report of sterilizer malfunction. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and and the issue is considered to be none/negligible risk. A processed sample was returned for investigation. Visual inspection noted the cyclesure bi cap was gold in color and it was depressed. The vial was crushed. A single tyvek liner and spore disc were present in the vial. There was no remaining media in the vial. There was no manufacturing defect noted that could contribute to the failure mode. It was also reported that the media level was low when the bi result was read. There was enough media to determine the color. It is suspected by the customer that the ampoule was broken before processing. Therefore, the low media is not considered a failure mode for this complaint. It is unlikely that the positive bi result was attributed by the sterrad 100s sterilizer since there was no report of a sterilizer malfunction. The cycle completed and the chemical indicator changed color from red to gold indicating exposure to hydrogen peroxide; thus, the unknown cassette is unlikely to be the cause of the issue. The incubation temperature was set to the required specifications; therefore, the thermometer and incubator at the customer site unlikely contributed to the positive bi result. Since the tray data was not provided, load compatibility could not be confirmed. There was no service record performed addressing a positive bi at the time of the event. The subsequent processed bi was negative. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer. Based on the information available, a definite root cause could not be confirmed as thorough investigation and testing could not reproduce the reported issue of a positive bi result. There were no problems found with the returned product or the retain samples. It was suspected by customer that the ampoule was broken before processing. Per the cyclesure bi IFU under other consideration: check the integrity of the media ampule prior to, and after sterrad processing. If a broken ampule is found before processing, use another sterrad cyclesure bi. If a broken ampule is found after processing, process a subsequent load with another sterrad cyclesure 24.